Event description:
Patient weight obtained.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s ,serial# (B)(6), product type recharger . Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states since last week they had difficulty recharging the implanted neurostimulator. Patient states she will be charging for a few minutes and then the controller will show an unknown error message. Patient service specialist had patient reset the controller and check for damage to the recharger and controller port patient states there is no visible damage. Patient started a charge session and is able to start charging with excellent charge quality controller 90% implanted neurostimulator 60%. Then the "system problem: cannot continue: call medtronic: rm03" message appeared and they confirmed the recharger coil would get hot when recharging. The issue was not resolved through troubleshooting. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger h3: analysis of the recharger found no anomalies were visually observed. Found no issues with recharger finding implant. Found recharger fail antenna test temp//6526.2/fail/c/t5190, 18.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.